Event description:
It was reported that the IV (intravenous) tubing of a clearlink system continu-flo solution set ¿separated at first port¿. The issue was identified during a patient infusion. To remedy the issue, ¿the IV fluids were stopped, partial tubing removed from PICC luer lock (peripherally inserted central catheter)¿. The PICC was flushed with 20cc normal saline and the IV fluids were reconnected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed that the tubing was separated from second y-site in the downstream part. Magnified inspection was performed and it was observed that the solvent was applied uniformly in the circumference of the tube. The insertion of the tubing into the y-site is according to specifications. Dimensional testing was performed at the tubing and the clearlink y-site housing and it is according to specification. The reported condition was verified. The cause of the condition was determined to be due to a manufacturing related issue with a potential cause being related to an excess of solvent that could lead the tubing slipped out of the rigid component, affecting the bonding performance until its separation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.